Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was difficulty to operate during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "I experienced a problem with my last box of bd nano ultra-fine pen needles. 4mm x 32g. I've been using these for about 3 years. Every now and then I have one needle not come out all the way when I inject. This last box I had 32 needles not work properly. 32 out of 100 is not something I can afford."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was difficulty to operate during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "I experienced a problem with my last box of bd nano ultra-fine pen needles. 4mm x 32g. I've been using these for about 3 years. Every now and then I have one needle not come out all the way when I inject. This last box I had 32 needles not work properly. 32 out of 100 is not something I can afford."